Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the device evaluation results. Please see updates to a3, b5, h3, h6, and h10. A visual inspection on the received condition was performed on the device. The probe was broken at 16,3 millimeters (mm) from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. The distal end of the item was inspected under a microscope and scratches or contact marks at the non-insulated area of the grasping section were detected. The tissue pad was worn out. The coating of the grasping section was partially peeled off. The broken piece of the probe tip was not returned. The exact cause of the event could not be exclusively identified. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: 1. Grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3. The output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches. 4. The device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5. A force was applied to the probe during the surgery causing it to break. For the phenomenon of the jaw coating being peeled off, the coating of the grasping section might occur when the burnt deposit and/or debris on the metal part around the grasping section were attempted to be removed by scratching with hard material such as surgical instrument(s). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus received further information from the customer indicating that the part of the device that broke off fell in the abdomen. The procedure performed was a hysterectomy. Devices usually get checked prior to a procedure but it can no longer be confirmed if this particular device was checked. The procedure was completed with a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the mechanism that likely caused the reported event was provided in the previous medwatch submission. There is no change to the legal manufacturer's investigation findings previously submitted. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the active grasping section of the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke off during an unspecified procedure. The broken part was retrieved. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus; however, evaluation has not yet begun. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.